Event description:
The patient with pelvic trauma injury had left side si joint arthrodesis in (B)(6) 2021 where one implant was installed. Later the surgeon determined that the implant was loose. In (B)(6) 2021, surgeon performed a revision procedure where the implant was removed. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is pseudarthrosis. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."